Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient a 980 ventilator had low tidal volumes. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) inspected the device and found the unit was stripped from the used patient circuit and expiratory filter. The se calibrated and performed extended self-testing on the device and passed all tests per the manufacturer¿s specification.